Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the sheath broken and deformed. Not all the broken fragments were returned for evaluation. The sheath had foreign matter, presumably biological matter. In addition, the anchor had signs of usage. No other anomalies were noted. The overall complaint was confirmed as the observed condition of intrafx advbr scw9x30 w/lgshth would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to axial misalignment during the sheath placement with the sheath inserter tool and/or an incorrect inserter tool size. As per instructions for use (IFU): 1) mallet sheath into tunnel until sheath tab is flush on cortical bone. Remove the sheath inserter from the tunnel leaving the guidewire and sheath in place. 2) place the appropriate size screw onto the hex driver. Refer to table 1, implant sizing guideline. 3) pull to desired tension and insert screw over guidewire into the sheath until it is flush with the cortex of bone. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior cruciate ligament repair surgery, it was observed that the intrafx advbr scw9x30 w/lgshth device sheath was damaged when screwing in the screw. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the sheath was broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the intrafx advbr scw9x30 w/lgshth would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause is traced to axial misalignment during the sheath placement with the sheath inserter tool and/or an incorrect inserter tool size. As per IFU: 1) mallet sheath into tunnel until sheath tab is flush on cortical bone. Remove the sheath inserter from the tunnel leaving the guidewire and sheath in place. 2) place the appropriate size screw onto the hex driver. Refer to table 1, implant sizing guideline. 3) pull to desired tension and insert screw over guidewire into the sheath until it is flush with the cortex of bone. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date has been added.